Event description:
Customer reported receiving a high reading of 506 mg/dl on their medisense optium blood glucose monitor. However, according to the range specification of the meter, the customer cannot receive readings greater than 500mg/dl. The reference reading of 219 mg/dl was received on the lab's meter within ten minutes. All test were performed on the finger. The results when plotted on the parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The product has been investigated and the complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. In addition, the readings reported by the customer could not be found in the meter's internal memory log since the date was not set correctly.